Event description:
Blood glucose measured 200, 300, and 140 mg/dl when performed back to back within several minutes of each other. It was reported no actions were taken and treatment was received as a result. A request was made for the return of the suspect product and replacement product was sent.